Event description:
It was reported that the right ventricular lead had increasing impedance over time and is now high. There was also oversensing and an alert sounded. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. No anomalies were found. However, several conductors were distorted and had blood/body fluid (not obstructed). The distal conductor was stretched. The outer tubing overlay had blood/body fluid, cosmetic environmental stress cracking, a breached cut, and a white substance. The inner insulation and outer tubing were kinked/buckled. All insulators had a breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead was stretched. Visual analysis revealed apparent explant damage.